Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, apoplexy (cerebrovascular accident), was deemed to meet serious injury criteria because a permanent damage cannot be excluded. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to 3013840437-2023-00101 referring to the same patient. This spontaneous report was received from a spanish physician and concerns a female patient. She was injected with radiesse, 2 months prior to this report, in 2023. In 2023, at the time of this report, after the radiesse injection, the patient experienced compression in an artery and apoplexy with no medical report of any kind. It was also reported that the patient took the empty radiesse box home with the stickers. The outcome of the event was unknown.